Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that on (B)(6) 2013, the doctor was implanting a long term catheter via right ij vein and used the line to secure the catheter. The operation was successful. The nurse used non-alcoholic iodophor to maintain. (B)(6) 2013, the pt came to hospital and told the doctor that his catheter was out of position, the doctor checked and found the tissue in-growth present on the cuff and the catheter was detached from the cuff. The doctor has extraction the cuff and catheter and change a new catheter.